Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet and retention issues. The recipient is presenting with soreness and irritation. External equipment was exchanged, however, the issue did not resolve. The recipient under went magnet repositioning surgery on (B)(6) 2021.